Manufacturer narrative:
(B)(4).

Event description:
It was reported that ten days post-implant, the patient developed a hematoma. The hematoma was evacuated and the device remains implanted. Patient discharged home with continuation of antibiotic.